Event description:
One patient with discrepant creatinine kinase results. Initial result 220 u/l, repeat 32,363 u/l. The erroneous result was reported, patient was not adversely affected. The field service representative was unable to determine root cause but noted he decontaminated the fluidic system and replaced f4 filter and the degasser. Analyzer ran without errors.